Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of clinical benefit. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 14, 2024.